Event description:
Related manufacture reference number: 2017865-2021-40066. It was reported that the patient presented during the emergency room due to an unrelated issue. Upon interrogation, it was noted that the implantable cardioverter defibrillator and right ventricular lead exhibited post paced t wave oversensing. No interventions were performed. The patient was in stable condition.